Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument failed electrical continuity testing. The yaw pulley exhibited no signs of arcing. Failure analysis investigation also found the following damages: the instrument's bipolar yaw pulley was broken and missing a .158 x .072 piece opposite the broken conductor wire, allowing the grip to move within the pulley and have a larger range of yaw motion. It was concluded that the damage to the yaw pulley likely occurred due to mishandling/misuse. The instrument's main tube was bent near the mid-point of the main tube shaft. It was concluded that the damage to the yaw pulley likely occurred due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken yaw pulley found during failure analysis investigation, could cause or contribute to an adverse event, if to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wire of the pk dissecting forceps instrument separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.